Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The infusion device was evaluated, and the complaint can be verified. E7002 errors were found in the history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 errors were found in the history, and the occlusions were not cleared according to the user guide. The e4 occurs if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. The occlusion limits were tested successfully.

Event description:
Patient reported the insulin delivery of the infusion device is inaccurate and this caused her to experience severe hypoglycemia. The infusion device displayed an e7 electronic error on (B)(6) 2013, and she changed the battery and went to bed with a blood glucose level of 135 mg/dl. Patient's partner found her unconscious on (B)(6) 2013 at 8:30 a.m. He contacted an emergency doctor, and her blood glucose was 39 mg/dl. She received a glucose infusion and was transported to the hospital by ambulance. She was kept at the hospital until 1:00 p.m., and she was diagnosed with influenza and given antibiotics and cortisone. The infusion device displayed several e4 occlusion and e7 electronic errors over the next 2 days, and she also noticed the vibration alarm is defective. The infusion device was not dropped or exposed to water or electromagnetic fields. The infusion device was requested for evaluation.